Event description:
It was reported following a cardiac catheterization an angio-seal device was deployed. The pt later returned (date unk) complaining of pain in right leg. Doppler on the right femoral artery revealed an obstruction. Eight days later, the pt was taken back to the cath lab. A balloon catheter was inserted and left inflated for approx 20 minutes; successfully opening the artery with improved flow to the lower leg. The femoral angiogram revealed the angio-seal device had begun to degrade (as expected) partially obstructing the artery. The pt was reported to be recovering and doing well.